Event description:
It was reported that the patient had a "suspected vns failure" and was to be referred for revision surgery. Follow-up with the physician reveals that the patient had high lead impedance and this is what was meant by the "suspected vns failure". Patient had undergone generator replacement for near end of service in (B) (6) 2009 and the impedance was okay at that time. Patient underwent revision surgery on (B) (6)2010. Attempts for product return and further information have been unsuccessful to date.